Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi mode. It was noted that the patient had magnetic resonance imaging (MRI) performed without the device being programmed to MRI mode. High voltage therapies were disabled. A device restoration was performed. Patient was asymptomatic.